Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol) of the preloaded device into the patients left eye, it prematurely ejected when the patient moved. There was no use error and no intervention was required. No additional information is available.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information was received. As a result, the following fields have been updated: section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 1/22/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the pcb00 device was returned to the manufacturing site for evaluation. The pcb00 device was observed to have no traces of viscoelastic in the cartridge. The lens was received out of the device. The lens is torn, missing a portion and has a haptic detached. There were no damages observed on the assembly. The cartridge tip is deformed. This could be related to handling. The information provided suggest a non manufacturing related possible cause of the implant attempt. The pcb00 is a single use device the reported uncontrolled delivery cannot be replicated. The reported issue could not be confirmed. Based on the product returned evaluation there is no indication of a product quality deficiency. A product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that one additional complaints has been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.